Manufacturer narrative:
Date sent to the FDA: 02/20/2020. Additional h-3 summary: only a picture was returned for analysis. Upon visual inspection of the picture, a control release winding former with a needle broken in slot # 5 could be observed. However, no conclusion could be reach on how this happen as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gastrectomy procedure on (B)(6) 2019 and the suture was used. It was reported that the needle pin broke after finishing sewing. There were no adverse patient consequences reported.